Event description:
It was reported that the device has a missing claw. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced large claw, front cover, rear case, left handle, barrel clamp, left/right iui, flange gripper, and wiper seal. A review of the device history record showed the device had a manufacture date of 17/apr/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the claw. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced large claw, front cover, rear case, left handle, barrel clamp, left/right iui, flange gripper, and wiper seal. A review of the device history record showed the device had a manufacture date of 17/apr/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the claw a review of the complaint history record in trackwise and sap was performed for sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(4) for gripper. CAPA # (B)(4) for iui. CAPA # (B)(4) for rear case.

Event description:
It was reported that the device has a missing claw. No additional information was provided. There was no patient involvement.